Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the patient's left ventricular lead exhibited high pacing impedance. No interventions were performed. The patient was in stable condition.